Manufacturer narrative:
Background information: zippie voyage owner's manual, rev. B, page 6 states: "warning! Unauthorized modifications or use of parts, or accessories not supplied or approved by sunrise medical may change the chair structure. This will void the warranty and may cause a safety hazard. Some problems that may occur, but are not limited to: 1. Incorrect wheels and/or tires that put the rider at risk of a fall or tip-over. 2. Adding a component to the frame, changing the structural integrity of the chair.3. Any modification or disassembly can potentially create an unsafe situation where rider and/or attendant are put at risk." Discussion: in reviewing the complaint, the dealer reported that the slide-n-lock part on the end user's zippie voyage was not "clicking" into place properly. The dealer stated that he initially shaved the part to assist with fitting it into the frame. Sunrise medical does not recommend unauthorized modifications of wheelchair parts. According to the zippie voyage owner's manual, any modification can potentially create an unsafe situation for the rider and/or attendant. The dealer reported an incident that occurred where the seat slid from the frame of the wheelchair with the end user still strapped in. The potential cause of the incident would be inadequate service and maintenance by the dealer resulting in the unauthorized modification of a part on the zippie voyage which potentially led to the detachment of the seat from the frame. The dealer was informed that the end user must stop using the wheelchair immediately until replacement parts are received and properly installed. After the incident, the end user was taken to the emergency room where an electrocardiogram (EKG) was conducted. The results showed fluid in the end user's brain. However, the end user was previously diagnosed with hydrocephalus, which is characterized as excess fluid in the brain. The emergency room doctor could not determine if the fluid found in the brain was from the incident or from the end user's preexisting condition. There were no other injuries reported. Conclusion: in conclusion, based on the information provided, unauthorized modification of a part on the zippie voyage by the dealer potentially led to the detachment of the seat from the frame. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. While there is limited information on the incident and the reported injuries sustained, due to the allegation of a potential serious injury (hydrocephalus), this MDR is being filed.

Event description:
Dealer reports that the slide-n-lock part on the end user's zippie voyage was not "clicking" into place properly. The dealer stated that he initially shaved the part to assist with fitting it into the frame. An incident occurred where the seat slid from the frame of the wheelchair with the end user still strapped in. The end user was taken to the emergency room where an electrocardiogram (EKG) was conducted that showed fluid in the end user's brain. The end user was previously diagnosed with hydrocephalus. It could not be determined if the fluid found in the brain was from the incident or from the end user's preexisting condition.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.